Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hypoglycemia with a blood glucose of 36 mg/dl. The event occurred during the learning period, as the user was using meal announcements and correction boluses inconsistently. The user was treated with fast acting carbs, and glucose values returned to range. No medical intervention was required.